Manufacturer narrative:
The immucor pi lab confirmed the presence of the e antigen on retention product capture-r ready-screen (3), lot r687, using in-house and submitted patient samples. Retention product performed as expected.

Event description:
On (B)(6) 2015, a customer reported obtaining an unexpected antibody screening result when using capture-r ready-screen (3), lot r687, on galileo echo.